Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg rotated a little bit that caused discomfort at the ipg site. It was also reported that the ipg site was very tender and painful when pressed against or leaning back in a chair. The patient was given a lidocaine patch to ease the pain.

Event description:
It was reported that the patients ipg rotated a little bit that caused discomfort at the ipg site. It was also reported that the ipg site was very tender and painful when pressed against or leaning back in a chair. The patient was given a lidocaine patch to ease the pain. Additional information was received that the patient underwent an ipg repositioning procedure and was doing well postoperatively. Nothing was added or removed during the procedure.

Event description:
It was reported that the patients ipg rotated a little bit that caused discomfort at the ipg site. It was also reported that the ipg site was very tender and painful when pressed against or leaning back in a chair. The patient was given a lidocaine patch to ease the pain. Additional information was received that the patient underwent an ipg repositioning procedure and was doing well postoperatively. Nothing was added or removed during the procedure. Additional information was received that during the ipg repositioning procedure, the clik anchor was also moved and stitched back into place.